Event description:
The reporter stated, repair as needed, the mayfield 360 base unit does not thread into the crwma adaptor without becoming stuck. On (B)(6) 2009, secondary reporter stated, the event resulted in a 45 min to a one hour delay in two separate pt surgical procedures. Both pts were each scheduled for a sterotactic brain biopsy. No pt injury occurred related to the event. (B)(4).

Manufacturer narrative:
The mayfield base unit and the crwma adaptor was sent to integra (B)(4) for evaluation. The (B)(4) evaluator was unable to find anything wrong with the assembled unit. (B)(4) sent the mayfield base and crwma adaptor back to the user without need of repair. No further action will be taken. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.